Manufacturer narrative:
The unit had a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report that the display had a scratch. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was around 300 to 400 mg/dl. The customer treated with a bolus. The customer stated that the insulin pump was functioning as designed, but wanted a replacement. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.